Manufacturer narrative:
The reagent lot number was 85105401 with an expiration date of 31-oct-2025. The field service engineer found tubing on the wash station was worn, and he replaced the tubing. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus gen 2 results from the cobas 8000 cobas c 701 module. The initial result was 595 mol/l. On (B)(6) 2025, the repeat result was 54 mol/l.